Event description:
It was reported that a lead fracture was suspected. Measurement of the lead with the analyzer showed an impedance of 320 ohms. The analyzer suddenly stopped pacing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation: outer insulation breached (clavicle-rib crush); full lead returned and analyzed.